Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
Per additional information received from the customer, the device was not able to engage in patient monitoring. The returned device was evaluated. During evaluation, it was found that some segments of the led display were not illuminating correctly. Internal examination revealed a damaged system board. The system board was replaced and the unit functioned as designed. A service history record review of the device reveals that the unit has been in the field for over five (5) years with no previous reported issues related to this event. (B)(4).

Event description:
It was reported that the display on the device is "scrambled". It is unknown if there were any error messages or alarms notifying the user of a malfunction. Additionally, it is unknown if the device was able to engage in monitoring activities. There was no patient involvement.